Manufacturer narrative:
The subject uhi-4 has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure with the uhi-4, the subject device occurred alarming and the all indicators on the front panel of the subject device went out. The subject device was worked normally after the user restarted the subject device several times. The user facility continued and completed the procedure by using the same uhi-4. There was no report of the patient injury.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2020-02261. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found no abnormalities in evaluation. Air supply function works. Log data doesn't record any error related to the reported event. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Since the reported phenomenon was not reproduced, the exact cause was unknown; however, the following was supposed to be the cause. - omsc surmise the circuit board of the subject device did not work properly temporarily by same cause. The instruction manual of the subject device states the corresponding method in case of an abnormality.